Event description:
During follow-up, it was observed that the device delivered inadequate high voltage therapy during an episode of ventricular tachycardia. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.